Event description:
The customer reported that an error message was displayed on the surgical system, leakage was noticed on the cassette. Some water went on the fluidic module. The nurse was unable to determine which cassette leaked from which custom-pak. No pt impact was reported. No sample available for eval.

Manufacturer narrative:
No samples were returned for eval and root cause analysis. The customer's complaint history was reviewed. This is the first event reported regarding this issue for this facility. The customer did not retain a sample for this investigation; functional testing could not be performed. The root cause of the customer's complaint is not known; however, system message 3426 complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. Alcon is currently, working with the drain bag supplier to evaluate further enhancements to the drain bag design. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).